Event description:
It was reported by a competitor that during a clinic visit, an electrocardiogram (ECG) showed intermittent inhibition of pacing on the right ventricular (rv) lead. An interrogation found that the t-waves were being sensed at the same amplitude as premature ventricular contractions (pvcs). In addition, the rv lead had low impedance and poor sensing. Follow-up revealed that the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).